Event description:
The target lesion was the left anterior descending (lad). The lesion was calcified and highly tortuous. The lesion was predilated with a balloon, but the stent could not pass through the lesion. The lesion is about 90% stenosis, high calcified. The physician decided to use another cypher stent. While attempting to remove the sys, the cypher stent dislodged from the balloon at the target lesion. The physician used a guidewire to retrieve the stent out of the pt. Physician then used another cypher select stent to complete the procedure.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product cxs 28275. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.